Event description:
It was reported that the bd precision glide¿ needle experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: leakage between the needle and the plastic part.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: video received for investigation. Upon evaluation, syringe with needle was displayed, leakage was confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues observed. Unable to determine root cause based on the video sent, physical samples are necessary to further evaluate. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: leakage between the needle and the plastic part.